Event description:
In (B) (6) 2009, the pt developed coldness in both lower legs. On (B) (6) 2010, the pt was admitted for examination and medical treatment. The doctor was suspicious that the incident was related to the drug. The event was ongoing. The device system was used to deliver gabalon.

Manufacturer narrative:
(B) (4) - coldness.